Event description:
It was reported that cartridge alarm 20 occurred repeatedly, with multiple back-to-back cartridges triggering alarms. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge multiple times, and technical support arranged pump replacement and sent one box of infusion sets and one box of cartridges as a goodwill express shipment.